Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed a procedure error. There was no patient involvement at the time of the reported incident. The service engineer (se) inspected the device and replaced the exhalation module printed circuit board and the exhalation harness. The se performed testing and calibrations and operated within the manufacturing specifications.